Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The device was not returned. Consequently, a direct product analysis was not possible. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending.

Event description:
The following was reported to gore: aaa aneurysm & right common iliac aneurysm; doctor scrunched the proximal end of the previously planted gore® viabahn® vbx balloon expandable endoprosthesis so was attempting to repair the scrunch; gore® viabahn® vbx balloon expandable endoprosthesis was attempted to be advanced to target area; unable to advance to the target area, the doctor decided to remove the device; device got stuck during withdrawal so doctor decided to pull hard; stent separated from the catheter; doctor advanced an icast and pinned the undeployed gore® viabahn® vbx balloon expandable endoprosthesis to the vessel wall.